Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation. Reference MDR # 0001313525-2017-02744 for the intraocular lens used during the event.

Event description:
It was reported that an anterior capsular tear and zonular weakness were noticed during the original cataract procedure. It is unknown if the capsular issue occurred prior to, or during lens insertion into the eye. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information the exact root cause of the event could not be conclusively determined.